Event description:
Medtronic received info that this bioprosthetic valve was explanted after approx 21 months implant. It was reported that two leaflets had possibly fused together and there was also a possible tear in one leaflet. It was also reported that visual inspection showed pannus formation on the inflow side of the sewing cuff, extending onto the leaflets. The pt did not have a history of infection, coagulopathy, thrombus, or renal issues. There were no adverse pt effects reported.

Manufacturer narrative:
(B)(4). Analysis: upon receipt at medtronics quality laboratory, the valve was slightly distorted. The left cusp was slightly stiff but flexible except where host tissue extended on the inflow. The right and non-coronary cusps were stiff due to host tissue on the inflow and outflow. A large remnant of glistening off white pannus on the inflow of the sewing ring adjacent to the non-coronary left inferior coaptive area extended over the tissue and base stitching, along the inflow margin of attachment of the non-coronary and left cusps, partially along the right cusp, into the right non-coronary and non-coronary left inferior coaptive areas and 1 to 4 mm onto all cusps reducing the inflow orifice area. A remnant of pannus remained attached to the left right inferior coaptive area. Off white to tan thrombotic host tissue filled and stiffened the non-coronary and left cusps on the outflow. Tan thrombotic host tissue adhered the non-coronary and left cusp lunula together. Traces of thrombotic host tissue remained attached to all inferior coaptive areas. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to thrombus and host tissue overgrowth. These findings are generally considered a pt related condition.